Manufacturer narrative:
(B)(4). This lead has been returned. Boston scientific has concluded it is unlikely that lead characteristics caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead had dislodged as confirmed by chest x- ray during routine follow up. Further information indicates that this ra lead was fully explanted and will be returned. A new ra lead was successfully implanted. No additional adverse patient effects were reported.